Event description:
It was reported that the 9600+ system would intermittently display a "bad iris pot error" message. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, during the investigation it was noticed that the iris motor clutch was loose and as a proactive measure tightened the clutch. The system was tested and found to be working as intended and placed back into service.